Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 module, serial number (B)(4). The results were reported to the patient's physician, who requested the sample tests be repeated.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. From the provided information, a general reagent issue could be excluded. The observed differences in ft3 values generated with the roche assay and the abbot architect assay are consistent with differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. An interfering factor can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.